Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unk procedure, during applying the clip a vein was cut. Very small hemorrhage, with no pt consequences.